Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: on investigation, the pump powered on with fully functioning audio tone feature. Investigation did not duplicate the audio tone complaint. Unrelated to the original complaint, the battery compartment was cracked with moisture ingress inside the pump affecting the display board. As a result, the display screen was blank. Additionally, the vibration feature was non-functional.